Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to call back if the malfunction code reoccurs, and they acknowledged and understood the instructions.